Event description:
A customer reported experiencing cgm error 42 multiple times, although they had not reset the pump within the last 24 hours. Despite the error, the customer's blood glucose level remained within the normal range. Technical support arranged for a replacement pump to be sent to the customer, provided instructions for returning the faulty pump, and ensured the customer understood the steps for both storing and using the new pump. The customer planned to continue using the current pump until the replacement arrived and acknowledged the necessary actions for the transition.